Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because the pump serial number was not provided. Because the pump was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump would not stop. They stated that the infusion was difficult to start and at the end of the infusion it would not stop. It is unclear if the pump keypad keys were hard to press or if the pump free flowed. Mmdg did follow up with the initial reporter, who stated that they did not have any additional information, but that no injury to the patient had been reported. (B)(4).